Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: there is no visible damage to the keypad. The ok button has an intermittent response. The up, down, & contrast buttons respond properly. Removed the keypad and found contamination under all of the button contacts.